Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: unknown, unknown stem, unknown, unknown, unknown head, unknown . Report source, foreign ¿ events occurred in the united kingdom multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 07202, 0001825034 - 2017 - 07203. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial procedure. Subsequently, the patient was revised on due to multiple operations, dislocation, and a brachial plexus injury which left the joint unstable. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.